Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to plug the bed into the nurse call system in a different room, replace the communication cable with a new one and replace the universal television box of the bed. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Communications: inspect and test the communication junction box. Test the sidecom communication system features for proper operation. Inspect the communication cable including the male and female pins in the plug. Test the nurse call super capacitor for proper operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support contacted the customer two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the bed's nurse call would not call the nurses' station. The bed was located in the medsurg area at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).